Event description:
It was reported that a half day infusor ¿burst during filling.¿ there was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a ruptured bladder. Microscopic inspection revealed markings on the interior surface of the bladder near the rupture line. The reported condition was confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.